Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-06006. The pt received an scs system including an ipg and surgical lead for low back and leg pain on (B)(6) 2011. It was reported that following a recent automobile accident, the pt is receiving intermittent stimulation. A diagnostic test on the leads and a CT scan found no anomalies. Follow-up on this matter revealed that the pt has since developed an infection at the pocket site. The implanting physician cleaned the impacted area and referred the pt to an infectious disease specialist.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was corrected and the device was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.